Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that the display was discolored. Additionally, investigation revealed that there was contamination under the up arrow and contrast keypad button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/15/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2014 with the following findings:the keypad cover was found to be torn at the ok button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts. The display screen was found to be discolored. Additionally, the battery compartment was found to be cracked below the grip pad. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button responded to button presses despite the damage to the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).